Manufacturer narrative:
(B)(4).

Event description:
A (B)(6) male presented for a cardiac lead extraction of a non-functioning sjm riata 2008 1581. It was indicated that the lead had externalized. The lead was prepared with an lld ez and bulldog on lead. An 11 fr. Spectranetics tightrail was used and advanced without difficulty to the rv coil of the lead. The 11fr tightrail was upsized to a 13fr tr and advanced back to rv coil. The tightrail was triggered approximately 10 times and did not advance past the rv coil. The tightrail was unable to be removed so traction was applied. The patients bp started to drop and a tee was performed and identified a pericardial effusion. Intervention commenced, an svc tear was identified and repaired. The patient was placed on a perfusion pump. The rv lead was extracted. Upon extraction of the lead, a 2.5 cm piece of tissue was noted on the externalized portion of the lead close to where the lead was in the svc. The patients chest was closed and patient left the or in stable condition.

Manufacturer narrative:
Device 510k number has been corrected to reflect the most current and up to date number, as of the date of the initial report.